Event description:
Recently, a critical pump alarm was heard by the pt. Telemetry confirmed the alarm; the interrogation showed "stopped pump duration exceeds 48 hours". The pump stopped in 2007. No pt symptoms were reported. The hcp planned to explant the pump in a few weeks. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.